Manufacturer narrative:
Date of event and implant date: the dates were estimated as they are unknown.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was successfully implanted in the laa of the patient. The patient came in for their 45 day follow up procedure. During this procedure a device related thrombus was found. The patient was on dual anti platelet therapy (dapt). The physician has re-started the patient on 20mg of xeralto. The patient has had no symptoms.